Event description:
The customer reported that the drive support cap was protruded and the insulin pump alarmed. The blood glucose reading was 222mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. During testing, no a33 alarm noted on insulin pump. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.